Event description:
Three (3) out of 5, abbott labs libre 3 plus constant blood glucose (bg) monitors are defective, giving a reading of at least 50 points low, triggering the low bg alarm throughout the night. Non-smoker. 1 glass red wine/wk. Ref reports: mw5171870, mw5171871. Pt code: 4582. Device codes: 2588, 2591.